Event description:
It was reported that the cardiosave during preventative maintenance (pm) service repair, performed by a getinge field service engineer (fse), was found that there was a battery slot issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
During pm it was found the unit was not registering a battery in slot 2 and generates fault 71's. The fse swapped the batteries which showed the issue was isolated to battery slot 2, not the battery itself. Pressing on the battery in slot 2 allowed the system to register it, a new battery slot interface board was ordered and installed but the unit was still generating fault 71 during use. To fix that issue the fse replaced the backplane pcb, which corrected the fault 71 issue. Unit passed all tests and calibrations to manufacturer standard and was released for clinical use.

Event description:
N/a.